Event description:
"Out-of-box failure" and pump was sent to service, where a service tech discovered that a failure code 12:303 occurred. The problem was reported to have occurred before use. The facility's rep stated that no pt injury was reported on this pump.